Manufacturer narrative:
Customer complained that the tubing had pulled apart from the top of the filter. We received the set that had the issue. No lot number was supplied. We reviewed the set and found the tubing was fully inserted to the filter when the set was assembled, and the tubing appeared to be sufficiently bonded. The clear cover that was missing may have been pulled off when the tubing was pulled off the filter. When enough force is applied to the tubing the clear cover will come off. This cover will come off prior to the tubing breaking or detaching from the bonded surface. We conducted joint strength testing for a lot that was in stock and the results were found to be within tolerance. We reviewed the device master record and found no issues. We reviewed the complaint records for this item no issues were found. Each lot produced by codan of IV sets are functionally tested for: leaking, pressure and joint strength on a per lot basis. Due to nature of this complaint and after completing a thorough investigation, we consider this to be an isolated incident, no corrective action required at this time.